Manufacturer narrative:
H3: analysis has not been conducted at this time however once completed, a supplemental rr will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient had an explant of her entire system today with hcp. She was offered a revision, but decided to just go ahead with explant. Product will be sent for analysis. It was found that one of the leads had a cut in it right below the anchor.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) passed functional testing. Analysis of the leads (va1qs4g020, va1qs4g019) found that there were broken conductors on the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported there were impedance issues, high impedances. Values were showing as: 0-3: 40,000 do not use 4: 24760 good 5: 40,000 avoid 6: 25,330 good 7-9: 40,000 avoid 10: 33,710 avoid 11: 28,750 avoid 12: 33,660 avoid 13: 29,500 avoid 14-15: 40,000 avoid. Rep reported there was loss of stimulation, return of pain. Troubleshooting was performed; connections to the battery was checked as well, and it shows that connections are not made in the battery at 0-3, 6-7, and 15. With only two electrodes being available to use, the patient is wanting to move forward with a revision to have her stimulation back. Patient reported they had not been using stimulator for many months because she was not receiving the desired relief. She did not have her controller on her or had the battery charged. Rep was able to charge it with spare controller and recharger to interrogate it. This is when rep found the impedance and connection issues. The patient is hoping for a revision to have the leads replaced. Hcp will let the patient know when he can schedule her for that. In the mean time she is not experiencing any adverse reactions to it, other than her pain has returned since losing the stimulation. The patient could not remember the exact timing or date that this oc curred, other than it has been "a long time".